Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30190175l number, and no internal action was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on which a pentaray nav high-density mapping eco catheter was used, and a medical device entrapment occurred requiring surgical intervention. During the procedure, one of the splines of the pentaray nav high-density mapping eco catheter got caught on the patient¿s prosthetic mitral valve. The issue was confirmed by fluoro and the patient was transferred to the operating room for a surgical procedure to remove the spline. The patient was reported in stable condition. There¿s no information regarding extended hospitalization. Per the pentaray nav high-density mapping eco catheter instructions for use (IFU) ¿ ¿do not use pentaray¿ catheters in patients with prosthetic valves. A relative contraindication for cardiac catheter procedures is active systemic infection.¿ multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.